Event description:
Post-procedure the pt experienced a non-q-wave myocardial infarction. Cardiac enzymes were increased: peak ck was less than 2 times above the upper normal level (unl), peak ck-mb was 3 times above unl, and troponin was greater than 5 times above unl. The pt was discharged a day after the procedure. At the one-month follow-up, the pt was experiencing angina pectoris. The report is from the study. The pt was a male with a history of previous pci, family history of coronary artery disease, hyperlipidemia, smoking, diabetes, and myocardial infarction. The indication for the index procedure was unstable angina pectoris. The 1st target lesion was the proximal circumflex artery (cfx). Vessel diameter was 2.5 mm and the lesion length was 32 mm. Pre-procedure stenosis was 99%. Post-procedure stenosis was 0%. The lesion was a restenosis of a taxus liberte, ostial, irregular contour, and eccentric. The lesion was pre-dilated with a 2.25 x 12 mm balloon at 16 atms. A device was deployed at 23 atms and another was deployed at 17 atms. The 2nd target lesion was the first obtuse marginal. Vessel diameter was 2.2 mm and the lesion length was 10 mm. Pre-procedure stenosis was 80% and post-procedure stenosis was 0%. The lesion was a restenosis of a tsunami gold. The lesion was ostial, irregular contour, and concentric. The lesion was predilated with a 2.25 x 12 mm balloon at 12 atms. A device was deployed at 18 atms.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-01210 and 9616099-2008-01211. Add'l info will be submitted within 30 days of receipt.